Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an ankle surgical procedure in (B)(6) 2016 and the suture was used. Following the procedure, the patient developed an itchy eczemic rash. The patient began a treatment with prescribed oral prednisone for the rash in (B)(6) 2017. It was also reported that the patient is currently using a topical prescription for lidex, with improvement in symptoms. Patch testing will be performed to test the patient for allergies. The reaction was a localized rash with systemic response, which has improved to a smaller localized rash with the prescribed treatment. The suture from the procedure have been absorbed. The patient is currently improved. Additional information has been requested.